Event description:
The customer's mother stated that the customer went into the pool while wearing the insulin pump. Troubleshooting was performed and the mother stated that only the backlight is working. The reported blood glucose reading was 209 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronic assembly. The insulin pump had a corroded motor home switch.